Manufacturer narrative:
The explanted device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this mitral bioprosthetic valve was explanted after an implant duration of twelve (12) years due to stenosis. A large intra-atrial thrombus was excised and a 29mm pericardial bioprosthesis was implanted. The patient tolerated the procedure well with no apparent complications and was transported back to the intensive care unity in stable condition.